Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has become stuck down and no longer functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (500 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.